Manufacturer narrative:
3261 multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient developed right ventricular failure after implant. The patient had moderate right ventricular dysfunction prior to implant and was sent back to the operating room for a temporary centrimag placement. An oxygenator was added to the circuit and high inotropic support was given. The patient began showing signs of shock and high liver function tests. Care was withdrawn. The patient passed away due to multisystem organ failure. The pump was not explanted, and no autopsy would be performed. The death was not device related and the pump operated as expected.

Event description:
It was reported that the patient began showing signs of shock, high liver function tests, and high creatinine requiring dialysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of multisystem organ failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, "introduction", lists right heart failure, renal dysfunction, hepatic dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", discusses the potential development of right ventricular failure during or shortly after pump implantation as well as the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.